Manufacturer narrative:
This product remains implanted and has not been returned. As such, physical analysis has not been conducted in our laboratory. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device exhibited a gradual increase of high, out of range shock impedance (125 ohms to 145 ohms) on the right ventricular (rv) channel, since december 2020. All other measurements are within normal range. The physician will monitor the patient closely. The device remains implanted. No adverse patient effects were reported.